Event description:
It was reported that the lid of the housing opened up during inspection at user facility. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the lid of the housing opened up during inspection at user facility. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.